Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient received 2 inappropriate shocks due to noise on lead. No information on impedances due to lead being attached to sorin ICD. Device was deactivated and patient received a sub-q device. Lead was not removed or capped but it is out of service.